Event description:
The customer states that over the weekend the cns shut down and they could not get it to boot up to the application or windows desktop. The customer swapped the hard drives over the weekend and got the application up and running. No patient harm was reported.

Manufacturer narrative:
Details of complaint: the customer states that over the weekend the cns shut down and they could not get it to boot up to the application or windows desktop. The customer swapped the hard drives over the weekend and got the application up and running. However, now they have an empty slot for the secondary back up drive and wants to order a new blank hard drive. Nk technician sent customer email to provide hard copy po. No patient harm was reported. Investigation summary: the reported device was not returned for product evaluation. The root cause of hard drive failures is usually attributed to reaching the end of expected useful life (approximately 20,000 hours of use). The user may have failed to perform recommended periodic maintenance which could alert the use to potential problems. As this issue has an overall risk score of high, a CAPA is required per corrective action and preventive action process, sop07-003. Hha has been completed for hard drives failure. CAPA 19-022 was initiated and rejected based on rationale provided in hha 20-001. The problem does not warrant/require a CAPA. The following fields contains no information (ni), as an attempt to obtain the information was made on 03/26/2021, but no reply received. A2 - a6 b6 - b7. Manufacturer references # 300241052-102528 follow up 001.

Manufacturer narrative:
Details of complaint: the customer states that over the weekend the cns shut down and they could not get it to boot up to the application or windows desktop. The customer swapped the hard drives over the weekend and got the application up and running. However, now they have an empty slot for the secondary back up drive and want to order a new blank hard drive. Nk technician sent customer email to provide hard copy po. No patient harm was reported. Investigation summary: the reported device was not returned for product evaluation. The root cause of hard drive failures is usually attributed to reaching the end of expected useful life (approximately 20,000 hours of use). The user may have failed to perform recommended periodic maintenance which could alert the use to potential problems. As this issue has an overall risk score of high, a CAPA is required per corrective action and preventive action process, sop07-003. Hha has been completed for hard drives failure. CAPA 19-022 was initiated and rejected based on rationale provided in hha 20-001. The problem does not warrant/require a CAPA. The following fields are not applicable (na) to this report: b2. D4 lot #, expiration date. D6a - d6b. D7b. F1 - f14. G4 device bla number. G5. G7. H7. H9. The following fields contains no information (ni), as an attempt to obtain the information was made on 03/26/2021, but no reply was received. A2 a2 - a6. B6 - b7. D10. Additional information: b4 date of this report. G1 contact office. G1 (continued) contact office - manufacturing site. G6 type of report. G7 adverse event term(s). H1 type of reportable event. H2 if follow-up, what type? H8 usage of device. H10 additional manufacturer narrative. Manufacturer references # (B)(4), follow up 001.

Event description:
The customer states that over the weekend the cns shut down and they could not get it to boot up to the application or windows desktop. The customer swapped the hard drives over the weekend and got the application up and running. No patient harm was reported.

Manufacturer narrative:
The customer states that over the weekend the cns shut down and they could not get it to boot up to the application or windows desktop. The customer swapped the hard drives over the weekend and got the application up and running. However, now they have an empty slot for the secondary back up drive and wants to order a new blank hard drive. Nk technician sent customer email to provide hard copy po. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Manufacturer references # 300241052-102528.

Event description:
The customer states that over the weekend the cns shut down and they could not get it to boot up to the application or windows desktop. The customer swapped the hard drives over the weekend and got the application up and running. No patient harm was reported.